Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that intraoperative tests found the extension resistance was too high. The extension was replaced and the patient was in the hospital for observation. The patient was in good condition. No further complications were reported as a result of this event.

Manufacturer narrative:
The returned extension was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.